Event description:
Caller reported an issue with an alarm 2 followed by alarm 26, which indicated an occlusion problem. Despite the alarms, there was no adverse impact on the customer's blood glucose level. The customer received instructions to perform several troubleshooting steps, including disconnecting and tightening the tubing and delivering a bolus, though the occlusion alarm recurred multiple times. It was identified that the blockage was in the cartridge, which the customer had used for over 72 hours. After being educated about timely cartridge changes, the customer replaced the supplies and successfully resumed insulin therapy.